Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 170 units of insulin. No reported adverse impact to the customer's blood glucose. Customer reverted to an alternate insulin pump for therapy.